Event description:
This spontaneous case was reported by a consumer in united states on 10-feb-2017. Then this case was reported via regulatory authority (reference number: mw5067861) on 28-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("terrible, unimaginable pain in pelvic area daily, pain was excruciating, uncontrollable pain") in a (B)(6) female patient who received essure (batch 796912, 12486522) for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On (B)(6) 2011, the same day after starting essure, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and clinically significant/intervention required), arthralgia ("terrible, unimaginable pain in hips daily") and back pain ("terrible, unimaginable pain in back daily"). On an unknown date, the patient experienced migraine ("I have migraines now") and menorrhagia ("menstrual bleeding all the time"). The patient was treated with surgery (she spoke with a surgeon in (B)(6) 2017 and will have a hysterectomy soon to get the essure removed). Essure treatment was not changed. At the time of the report, the pelvic pain, arthralgia, back pain, migraine and menorrhagia outcome was unknown. The reporter considered pelvic pain, arthralgia, back pain, migraine and menorrhagia to be related to essure. The reporter commented: I didn't have one health problem. On my records they can see nothing was wrong with me until I got those in. Most recent follow-up information incorporated above includes: on 28-feb-2017: follow-up via health authority FDA. Essure implanted provided, new events reported: hip pain, back pain, migraine and menstrual bleeding all the time. Disability, permanent damage, hospitalization were mentioned but not specified and/or assigned to one of the events. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and, whose pain was excruciating (interpreted as pelvic pain), the exact date of the event and patient medical history were not provided. Pelvic pain is anticipated in the reference safety information for essure. Pain of varying intensity and length of time may occur and persist following essure placement. Individuals with a history of pain are more likely to experience both acute and chronic pain following essure placement. This case was regarded as incident, since device removal will be required. Product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number: 12486522 manufacturing date: apr-2011 expiration date: jan-2014. Lot number: 796912 manufacturing date: nov-2010 expiration date: nov-2013. Sample not available. We conducted a review of the manufacturing batches records and confirmed that final product testing for these lots were performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch 12486522. No similar ae case reports have been received to date in relation to the reported batch 796912. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and, whose pain was excruciating (interpreted as pelvic pain), the exact date of the event and patient medical history were not provided. Pelvic pain is anticipated in the reference safety information for essure. Pain of varying intensity and length of time may occur and persist following essure placement. Individuals with a history of pain are more likely to experience both acute and chronic pain following essure placement. This case was regarded as incident, since device removal will be required. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.